Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of a burning smell from the cobas integra 400 plus instrument. No smoke was observed and the customer immediately turned the instrument off. The customer did not make note of an instrument error code at the time. The customer left all instrument covers open. The customer removed the rotor and thinks the smell originated from that area. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and identified a burnt component on the cuvette control printed circuit board (pcb). A damaged fuse on the power manager board was identified which allowed the component on the cuvette control pcb to burn. The fse replaced all the fans in the instrument. When the fse returned to replace the pcb, issues with the motor were also identified. A specific root cause for the blown fuse on the power manager board was not identified. The fse noted multiple instrument issues which could all be related to a common cause or they could all be separate issues. Possible root causes may be related to customer maintenance issues affecting the instrument¿s condition. A search in the complaint handling system indicate there have been no similar past escalated complaints on any like instruments in the past 12 months.